Manufacturer narrative:
Insulin pump was received with a constant pump error alarm during the rewind, problem isolated to motor assembly. Unable to perform rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm during the rewind test. The motor was tested outside of the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed with no motor movement or negligible movement. Retries to free a stuck motor failed. The customer's blood glucose level was unknown at the time of the incident. Customer stated the insulin pump was not exposed to a high magnetic field. Customer stated they were able to rewind the pump. The insulin pump will be returned for analysis.